Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was presumed that no image was displayed due to a defective video connector socket. However, it was unknown as to why and how the failure may have occurred. Hence, the definitive root cause could not be identified and the device did not meet its specifications nor functions, confirming the occurrence of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image was found when using the camera head. After moving the connector in the socket, the image goes up. There were no reports of patient involvement.